Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that the they had blank display on their insulin pump. The customer's blood glucose was unknown at the time of the incident. Customer stated battery compartment was corroded. There was black "spots" and powder is inside the battery compartment. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan per hcp's instructions. Product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the operating currents, self test and displacement test. No low battery alert and no blank display anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, corroded battery tube and cracked battery tube threads.